Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient identifier appeared as 'unknown' in the es server, despite being admitted to the floor. A technical support specialist verified with the customer that validation had been performed for patient merging after discharge, but not during the patient's stay. The customer moved the patient to a different unit and worked with their project manager to perform additional validations to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it had a patient appearing as unknown in the es server and nurse unable to find patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it had a patient appearing as unknown in the es server and nurse unable to find patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.